Event description:
A racer biliary stent system was used to treat a lesion in the left renal artery. The vessel morphology was reported to be normal. The lesion stenosis percentage was not reported and it is unk if it was pre-dilated. It was reported that the racer stent dislodged from the delivery system while it was being inserted through the introducer sheath. It is unk whether the stent was removed from the pt. The case was completed with another manufacturer's coronary stent. The device will not be returned. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: stent dislodgement. Other - lack of info (unk lesion stenosis, unk if lesion was pre-dilated, device not returned for evaluation). Device is intended fo ruse in the biliary tree. Conclusion: other - lack of info (unk lesion stenosis, unk if lesion was pre-dilated, device not returned for evaluation). Unapproved use of device ? Device is indicated for use in the biliary tree. Required secondary intervention.